Event description:
It was reported that several abnormal events occurred with this pump which triggered audible alarms constantly. The pump had several motor stalls noted in the logs; the pump contained morphine. The physician planned to replace the pump due to the multiple motor stall events occurring in the pump. The printout shows that elective replacement indicator was 23 months. No pt symptoms were reported.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.